Event description:
It was reported that the patient implanted with this right atrial (ra) lead was in atrial fibrillation (af). Some atrial tachy response (atr) episodes and presenting electrograms (egms) showed occasional atrial undersensing. It was noted the programmed atrial sensitivity was agc 0.25mv. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.